Event description:
Per the clinic, the patient experienced an infection at the abutment site, abutment fell out and a loss of osseointegration resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report.